Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the small battery drive device was running rough. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no human patient involvement as the device is a veterinary device. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running rough and the internal components were corroded causing the unit to run rough. It was further determined that the coupling head was worn (non-failure and not a cause of the rough rotation), and the electronic control unit (ecu) contacts were corroded. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning methods (internal components and electronic control unit (ecu) contacts and normal use over time (worn coupling head). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.